Event description:
It was reported while in use on a patient, an 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) and the backlight inverter printed circuit boards. The ventilator passed performance verification tests.